Event description:
Same case as MDR ID 2134265-2013-08802. It was reported a guide wire detachment occurred. A 1.25m rotalink plus and an unspecified rotawire guide wire were selected for a percutaneous coronary intervention. During the preparation, the burr was tracked over the guide wire for the platforming test outside the patient. It was noted that resistance was met during tracking of the burr. It was further noted that during the testing the wire was cut/severed by the burr. The devices never went inside the patient. Another of the same device was used to complete the procedure. There were no patient complications and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Examination of the complaint device revealed that a test guidewire could not be inserted in the in the burr unit as a result of damage to the burr annulus. The burr was microscopically examined and the annulus of the burr was misshapen/damaged. There were no scratches that exposed any brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08802. It was reported a guide wire detachment occurred. A 1.25m rotalink plus and an unspecified rotawire guide wire were selected for a percutaneous coronary intervention. During the preparation, the burr was tracked over the guide wire for the platforming test outside the patient. It was noted that resistance was met during tracking of the burr. It was further noted that during the testing the wire was cut/severed by the burr. The devices never went inside the patient. Another of the same device was used to complete the procedure. There were no patient complications and the patient's status is good.